Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with intervertevral foramen stenosis underwent l4-s2ai: posterior spinal fusion and l5/s1: transforaminal lumbar interbody fusion. Intra-op, a set screw of right side at s1 could not be broken off during final tightening and it rotated idly and procedure was completed without shearing .as the connector and screw were implanted in excessively closed position each other, even the counter torque couldn t be used. The set screw was changed with new one and final tightening was tried again but it failed. The pedicle screw of right side at s1 was on the outward side and it was considered that cross thread occurred during temporary fixation of set screw. Also there was possibility that thread part of screw head side was broken or the screw head was widened. Temporary fixation was conducted with driver. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.